Event description:
It was reported that the 8100 failed door ajar safety clamp sensor test. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported issue where the device 8100 failed the door ajar safety clamp sensor test was identified during the customer call. Technical support recommended replacing the dry IV set tubing with biomed. It was confirmed by biomed that the issue was resolved. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.